Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had air bubbles in the reservoir and tubing. Customer stated that she has called in 5 times already and has been hospitalized for the issues as well. Customer's blood glucose level was 207 mg/dl. Customer does not want to troubleshoot for the air bubbles because she has done it multiple times already. Customer went through the steps of filling the reservoir to filling the tubing. Customer stated that she did not want to schedule a meeting with a trainer. Customer wants a replacement pump because she does not real safe. It was explained to the customer that the pump was not the issue here, but that it was the reservoir or the infusion set. Customer denied troubleshooting and repeated that she wants a new pump. No additional information provided.